Manufacturer narrative:
The insulin pump was received with a scratched case, a missing reservoir tube o-ring, a missing display window cover and a missing retainer. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to verify insulin flow blocked alarm and perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery life or low battery alert, failed battery test or battery failed alert noted during testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not deliver bolus. Customer stated that rejected batteries, change sensor every six days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.